Manufacturer narrative:
A f/u report will be forwarded when pt info is available. The clinician reported that during the procedure, the tip separated from the optical dissector. The piece was retrieved from the pt's leg. There was no report of pt injury. Visual inspection of the returned optical dissector confirmed that the plastic tip had come loose from the metal shaft of the device. The handle of the device was also partially split open. The investigation is ongoing. A f/u report will be forwarded when the eval is complete.

Event description:
The clinician reported that during the procedure, the tip separated from the optical dissector. The piece was retrieved from the pt's leg. There was no report of pt injury.